Event description:
The patient was implanted with an obtape transobturator sling. Subsequently, according to the patient's attorney, the patient was diagnosed with vaginitis and experienced extrusion of the sling. No other information is available.